Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/24/2013: the device was returned to animas and evaluated by product analysis on 06/26/2013 with the following results: testing confirmed the display lens is heavily scratched and obstructing the view of the screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged lens) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.